Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified internal carotid artery. A 5.5mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured and a leakage of the contrast agent was confirmed from the balloon part during inflation. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified internal carotid artery. A 5.5mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured and a leakage of the contrast agent was confirmed from the balloon part during inflation. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was inflated once.

Manufacturer narrative:
E1 initial reporter city: (B)(6).